Event description:
It was reported that the user experienced difficulty connecting a dexcom g7 sensor to the ilet and did not know how to start the sensor in the pump; after guidance to switch the ilet cgm setting from g6 to g7 and start the sensor, the user received a sensor failed alert on the ilet while the dexcom app displayed a warmup state, indicating a pairing or startup failure limited to the ilet. Symptoms included no glucose values available on the ilet due to sensor failure. Outcomes included temporary interruption of automated insulin dosing informed by cgm on the ilet. Investigation included customer troubleshooting and education to confirm correct cgm selection on the ilet and to repeat the sensor start process. Investigation of this case revealed a failure to establish or maintain communication between the g7 sensor and the ilet during startup, consistent with a cgm pairing/startup malfunction localized to the pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and/or transient communication failure during cgm mode selection and sensor start on the ilet.